Manufacturer narrative:
(B)(4). Customer complaint notes, stated backlight issue. Pump passed the displacement and failed self test. During back light check, there was a portion of the el panel that was not lit due to damaged el panel. The original lcd board was removed and replace with a test lcd board. No anomalies was notice after battery insert. Problem isolated to display board. Pump received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.

Event description:
Information received by medtronic stated that the insulin pump had an issue with back light anomaly. Customer stated that the back light not working during low battery. No harm was required during medical intervention. The insulin pump will be returned for analysis.